Event description:
It was reported that less than 24 hours after a coronary artery drug eluting stenting procedure, the patient experienced a hypersensitivity of mild severity. The lesion being treated in the index procedure was a 2.5mm, 90% stenosed portion of the ramus. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. Less than 24 hours after the initial procedure the patient experienced a hypersensitivity of mild severity. The patient had a rash and experienced pruritis. The physician treated the patient with oral prednisone and benadryl with resolution of the patient's symptoms 6 days later.